Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 due to stress urinary incontinence and mesh was implanted with concurrent vaginal inclusion cyst excision and cystoscopy. It was also reported that following insertion the patient experienced pain, erosion, infection and urinary problems. It was further reported that patient underwent mesh removal on (B)(6) 2013 due to dyspareunia, recurrent infections, obstructed suburethral tape and extensive trigonitis with areas of bullous cystitis. Additionally on (B)(6) 2013, the patient underwent cystoscopy, suburethral tape removal, fulguration and repeat cystoscopy. On (B)(6) 1994, the patient underwent raz bladder suspension and insertion of suprapubic tape due to pelvic relaxation and +1 cystourethrocele. Following this, the formal anterior cystocele repair was completed. It was reported that on (B)(6) 2012 the patient underwent cystourethroscopy and cystoscopy due to recurrent cystitis. On (B)(6) 2012, she underwent normal cystoscopy and indication for procedure uti. Additionally on (B)(6) 2004, the patient underwent diagnostic laparoscopy with lysis of adhesions followed by posterior repair with dermal collagen graft due to recurrent left lower quadrant pain and a large symptomatic rectocele. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4)